Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, angiography revealed moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed but did not improve the pvl. A second valve was implanted higher in the annulus resulting in moderate pvl. A post-implant bav resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.